Manufacturer narrative:
The subject device is expected to be returned to olympus for further evaluation and testing. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus that the cleaning brush had black foreign matter. The issue was found during reprocessing of the evis lucera elite gastrointestional videoscope. The product was cleaned and disinfected with an olympus endoscope reprocessor model oer-4 after primary cleaning. There were no reports of patient harm. This medical device report (MDR) has been created to capture the event with respect to the cleaning brush (bw-20t). The patient identifier (B)(6) captures the event with respect to the scope (gif-hq290).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the black foreign matter that was attached to the device was a component of a stainless-steel system. It was also found that the brush was adhered with colorless and transparent grease-like material, and the same grease-like material was adhered around the black foreign body. It¿s likely the grease-like material was a hydrocarbon compound such as silicone and carbonate. The final root cause of the foreign matter was unable to be identified; however, if stainless materials were used around the device or gif-hq290, they may have originated as abrasion powder. The following is included in the instructions for use: ¿2.4 channel cleaning brushes (bw-20t) inspection make sure the brush section at the tip and the metal tip are secure. The brush should also be checked for loosening or hair loss. Confirm that the brush hair is not broken. If the brush has hair, keep it straight with a gloved finger. Confirm that the shaft is free from breakage and scratching. Visually check that the bristles of the shaft and brush are clean. If the brush is dirty, immerse the brush in the water shown in 3.2 water (for reprocess) and wash it until it is no longer dirty.¿ olympus will continue to monitor field performance for this device.